Event description:
It was reported the reservoir compartment of the insulin pump was cracked. The customer was afraid the reservoir would fall out during use. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip. (B)(4).